Event description:
A 40 day old infant underwent suboccipital decompression crainectomy and laminectomy. Following the procedure an injured area resembling a burn was discovered in the dorsum of the child's left foot. A pulse oximeter had been placed over this area during the surgery. The infant remains hospitalized.